Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices (x5) are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide device using the pre-close technique via a 18f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the two proglide devices failed; however, it is unk how they failed. The sutures of two new proglide devices were successfully pre-placed. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, two proglide sutures were placed in the left common femoral artery using the pre-close technique via a 12f sheath. The patient was anti-coagulated. A hematoma developed at both access sites and the patient was sent to surgery. No additional information was provided.